Manufacturer narrative:
A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient underwent a pocket revision due to pain and difficulty charging the ipg. An xray taken reveled that the ipg had flipped due to weight loss. The patient is doing well following the revision.

Event description:
A report was received that the patient underwent a pocket revision due to pain and difficulty charging the ipg. An xray taken reveled that the ipg had flipped due to weight loss. The patient is doing well following the revision.